Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received

Event description:
It was reported after the general surgery client made the PICC preparations and was ready to tie the patient's tubes, he unpacked and found that the tip of the vascular sheath dilator of the puncture kit was bulging and ruptured in an irregular fashion. No other information was provided.